Event description:
Related manufacturer reference number: 2017865-2021-23719 it was reported that an asymptomatic patient presented with noise on their low voltage lead. Isometric testing was recommended to a healthcare provider. Patient had no consequences as a result of the event. New information received noted that the noise was causing over-sensing, leading to pacing inhibition and patient dizziness. The pacemaker was explanted and replaced instead on (B)(6) 2021 because the ventricular lead had normal threshold and impedance measurements. Patient was stable after the procedure.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise on their low voltage lead. Isometric testing was recommended to a healthcare provider. Patient had no consequences as a result of the event.